Event description:
The product analysis was completed and approved on 09/02/2016. The reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The handheld and the flashcard software performed according to functional specifications .

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event description.

Event description:
The product analysis was completed and approved on 09/02/2016. The reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The handheld and the flashcard software performed according to functional specifications . An electromagnetic interference was most likely occurred when the programming wand was used during the communication with the patient's generator.

Event description:
It was reported that a medical professional was having difficulties using her programming system. A company representative and the physician performed troubleshooting with the physician's programming system without success. The physician could not interrogate the patient's devices. The return of the suspected programming system is expected but it has not been received to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong device lot number.

Event description:
The suspected programming computer was returned to the manufacturer on 01/14/2016. The analysis is underway but it has not been completed to date.